Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the monitor and associated cable to restore functionality. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The monitor was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The monitor cable was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A manufacturer representative reported that, while in a cranial resection, the surgeon monitor of the navigation system lost display functionality. Video feed was being displayed on other monitors and the site continued the procedure with the additional monitors. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.